Manufacturer narrative:
(B)(4). Date sent: 12/21/2021. D4: batch # unk. H2: additional information received: additional information was received: during the surgery when clip was failure, the surgeon used grasper to grasp the vessel and asked the nurse to give new ligamax to ligate the vessel. No transfusion. Not sure about blood loss the patient is fine, no patient consequence, and operation was successful. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no damage to the external components. During the visual inspection of the jaws of the clip applier, no burrs or sharp edges were observed. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated on several occasions. The device was disassembled in order to evaluate the condition of the internal components and dried body fluids were found inside the shaft that did not allow the clips to advance. In addition, the ratchet pawl was found slightly damaged. Eight clips were also found inside the clip track. No conclusion could be reached regarding what may have caused the feeding incident. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please confirm, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? What is the current patient status? Please provide the status of the device(s) as it has not been received for analysis. Additional information received: two photos were received for review. During the visual analysis, the following was observed: the first photo showed a tyvek wrapper from the top view with lot # v94k9y and exp. Date: 2026-02-28. The second photo showed a device from jaw area. It can be seen in the open position and no anomalies could be observed. Based on the photos, the event described cannot be confirmed, and no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a lap cholecystectomy procedure, the clip was stuck in handle and "when apply the clip the vessel was bleed." Surgery was delayed by five minutes, procedure was successfully completed, and there was no patient consequence.